Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12788. It was reported that the patient was experiencing discomfort due to the location of the scs system. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient had their entire system explanted.